Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided by the customer. The customer's quality control (qc) was in at the time of the event. The customer's calibration was in range at the time of the event. The customer stated that when the sample was repeated, they did not re-centrifuge the same before testing. Siemens is investigating the event.

Event description:
A discordant, (B)(6) result was obtained on a patient sample on an advia centaur xp instrument. The customer repeated the same sample on an alternate advia centaur instrument, resulting (B)(6). The customer repeated the same sample on another alternate advia centaur instrument, resulting (B)(6). The customer reported out the (B)(6) result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2017-00138 was filed on february 26, 2017. Additional information (03/08/2017): a siemens customer service engineer (cse) and field application specialist (fas) were dispatched to the customer site. The fas reran the patient sample in questions on different instruments with different reagent lots for troubleshooting purposes, which resulted as expected. The cse checked the sample line and all related adjustments, acid and base reagent delivery, aspirations and delivery lines, reagent probes 1, 2 and 3 positions and volumes, dark counts and mechanical adjustments. The cse readjusted the motor height. The cse did not find a hardware issue that could be related to the initial false negative result. The instrument was uninstalled from the customer site and replaced with a new instrument.